Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of the device manufacturing record history confirmed device met pre-release specifications. H6 - code b01: device components were returned; investigation is currently underway. Results pending completion of investigation. H6 - code e2402: a surgical cut-down was required to remove the partially expanded stent and the broken distal tip. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, treatment was required in the patient's iliac artery due to an aneurysm. As reported, a previously implanted bare metal stent was at the intended treatment site. Through a sheath (unspecified brand/size) a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) was advanced over a lunderquist wire. It was reported the physician did not realize the wire went into interstices of existing bare metal stent. The viabahn® device deployment was started and the first layer unraveled, then the deployment line broke on the bare metal stent. As reported, the viabahn® stent partially expanded; the catheter was stuck and the physician attempted to pull back the viabahn® catheter. The distal tip broke off when pulling the wire that was stuck in the catheter. A cutdown was performed to remove the viabahn® device. It was reported the patient is recovering well.